Manufacturer narrative:
Correction: section h device manufacture date.

Event description:
It was reported that when using the bd pyxis¿ es server medications had crossed over slowly from meditech. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the messages were crossing over correctly. A technical support specialist (tss) logged into the server, verified no xml messages were stuck in the queue and confirmed admit discharge transfer (adt) messages were processing. The issue was identified as a previous non-concurrent error that had already been resolved. Tss closed the case as orders were successfully crossing over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server medications had crossed over slowly from meditech. However, there were no delays or adverse events or injuries reported based on this event.